Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported during use of the tego on patient blood leaked after handling. The device was replaced with universal occlusive caps (without valve). The status of the product at the time of the event is during the dialysis session. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The complaint of blood leak after handling on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) for the lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.